Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was occluded, the user attempted to deflate the balloon for the catheter replacement, but water in the balloon could not be withdrawn at all. Non-rupture method (cut the shaft) was attempted, but failed. A wire was inserted through the catheter. After multiple attempts to insert and remove the wire, water in the balloon could be withdrawn slowly, and finally the catheter could be removed from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was occluded, the user attempted to deflate the balloon for the catheter replacement, but water in the balloon could not be withdrawn at all. Non-rupture method (cut the shaft) was attempted, but failed. A wire was inserted through the catheter. After multiple attempts to insert and remove the wire, water in the balloon could be withdrawn slowly, and finally the catheter could be removed from the patient.

Manufacturer narrative:
The reported issue was inconclusive. Based on evaluation, the sample was classified as a poor sample condition and several inspections were unable to be carried out. The exact time of how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: precautions for use: when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] No substance except sterile water should be used to inflate the balloon.[if contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" correction: adverse event or product problem, outcomes attributed to adverse event.

Event description:
It was reported that the catheters inflation port was occluded, the user attempted to deflate the balloon for the catheter replacement, however water in the balloon could not be withdrawn at all. Non-rupture method (cut the shaft) was attempted, and failed. A wire was inserted through the catheter. After multiple attempts of inserts and removals of the wire, water in the balloon could be withdrawn slowly, and finally the catheter could be removed from the patient.